Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced acute myocardial infarction and expired from injuries on the next day. These claims were allegedly caused by the product which was administered to the pt for dialysis treatment.